Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) upon powering on. The customer tried to clear the ua by rotating the drive shaft to its home position and restarting the platform. But the ua45 persisted. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.